Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history records were reviewed for lot number aa5033f03 and the product was manufactured according to the approved manufacturing procedures, specifications, and released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not received.

Event description:
It was reported that the enteral feeding tube developed a pinhole and required replacement. The caregiver experienced difficulty replacing the enteral feeding tube because of the narrowing of the stoma and could not insert the tube. The patient was taken to the emergency room to have the tube replaced. The doctor did not have to dilate the stoma and did not use any medications for sedation but there was a lot of discomfort and pressure applied to the stoma site. The caregiver also stated that the tube used is the recommended tube to be used by her physician.